Event description:
During routine testing of the device at the service center, the service technician reported that the calibrator failed the regulator test. The spring compression on a side was replaced. The calibrator was originally returned for cf08 and cf0b errors. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.